Manufacturer narrative:
Checking the manufacturing charts for sterilization of the involved lot #'s above, no pre-existing anomalies were found. This is the first and only complaint received on these lot #'s. The explanted items involved were not available to be returned to limacorporate for further analysis. Additionally, there was third party components used in this revision. No additional details were available on this post-operative issue, preoperative or post-operative x-rays were requested but not available. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering the facts: checking sterilization on the manufacturing charts of the involved lot #, no pre-existing anomalies were found. We can state that the event was not product related. Pms analysis: according to limacorporate pms data, revision rate of smr reverse prothesis is (B)(4) for infection. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is a combined initial-final MDR.

Event description:
On (B)(6) 2022, shoulder revision surgery was performed. There was a possibility of prosthetic joint infection. During the revision the following notes were provided: "there was a fair amount of fluid in the capsule, and cultures were taken. Fluid did appear to have a straw-like appearance and was somewhat stringy.", "the humeral component was well fixed", "a mild-to-moderate amount of proximal bone loss was noted with implant removal.", "because of the high risk of periprosthetic infection, an extensive irrigation and debridement was performed", and "it was decided to place a cement hemi-arthroplasty spacer in approximately 20 degree of retro version. Surgeon decided a custom-made implant and surgery is still the only option for long term solution. The patient involved has a complex clinical history: patient fell in (B)(6) 2020. Did not seek medical attention. Initial surgery date - (B)(6), 2021. Revision 1 - (B)(6), 2021, due to recurrent dislocation and pain. This was reported as lima corporate complaint (B)(4). Not reportable due to event being related to patient condition. Revision 2 - (B)(6), 2021, due to dislocation. This was reported as lima corporate complaint hq20220041. Not reportable due to event being related to patient condition. Revision 3 - this current complaint. Patient data: male, date of birth - (B)(6) 1950. Event happened in u.s. Items explanted: smr cementless finned stem, commercial code 1304.15.210 - lot #2107095 -ster. #(B)(4). Smr humeral extension + 9 mm, commercial code 1352.15.001 - lot #2116736 - ster. #(B)(4). Smr reverse humeral body short, commercial code. 1352.15.005 - lot #2119705 - ster. #(B)(4). Smr reverse liner +3mm d.40mm, commercial code 1365.50.815 - lot #21at106 - ser. #(B)(4).